Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had read, write, or invalid cubie memory on pockets. A field service engineer successfully retrieved the pockets and released the application pockets. The machine was shut down, and the retractor band cable was replaced. Subsequently, the engineer logged into the hardware test application to release all pockets and removed foil shards from the cubie trays. The pockets were reinserted, and the lids were opened to manually extract the medications. Additionally, the row board cables were reseated. Finally, all pockets were reinserted, and the medstation was rebooted. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system experienced failures in the drawer pockets, with the pyxis es indicating problems related to read, write or invalid cubie memory. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.